Event description:
Use of a surgical dressing "aquacel" post operatively on (B)(6) 2013, resulted in an itchy rash. Use of the aquacel bandage was discontinued. Treatment was topical antipruritic. The dermatitis and itching subsided in about 24-36 hours. Dates of use: (B)(6) 2013 - (B)(6) 2013. Event abated after use stopped: yes.